Event description:
Inserted bard brand 3fr. Groshong midline catheter into pt. Rt anticubital connector assembly was attached to catheter, it would not flush. Assuming catheter was plugged, the catheter was pulled out of the arm. Another 3fr. Catheter was inserted. Catheter flushed after inserted but when attached to connector assembly again it would not flush. The connector assembly was disconnected and replaced with a new one (after checking patency first). The complete catheter was flushed and useable. After speaking with another facility, they said they had problems with bard groshong midline connector assembly plugging also.